Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was unable to be successfully implanted. Physician encountered difficulty placing this lead. Upon initial placement the lead did not return satisfactory sensing measurements. Numerous attempts. This lead was therefore removed and replaced prior pocket closure. No adverse patient effects were reported.